Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure as the forceps were inserted into the working channel of the scope, resistance was met. The forceps were removed from the scope and it was noted that a pullwire was broken. The procedure was completed with another radial jaw 3 biopsy forceps. Additionally it was noted that no parts detached within the patient and no other anomalies were noted with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was damaged and the coil was elongated. No functional testing could be performed due to the device return condition. Several measurements were taken of the jacket outer diameter; each was within specification. The condition of the returned incident device was not consistent with the complaint that the device pull wire was broken. However, the evaluation found that one jaw was damaged and the coil was elongated. The damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure as the forceps were inserted into the working channel of the scope, resistance was met. The forceps were removed from the scope and it was noted that a pullwire was broken. The procedure was completed with another radial jaw 3 biopsy forceps. Additionally it was noted that no parts detached within the patient and no other anomalies were noted with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. It was reported that the patient was over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure as the forceps were inserted into the working channel of the scope, resistance was met. The forceps were removed from the scope and it was noted that a pullwire was broken. The procedure was completed with another radial jaw 3 biopsy forceps. Additionally it was noted that no parts detached within the patient and no other anomalies were noted with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.